Event description:
Patient was being transferred from the bed to a chair by two staff members using another brand of sling when apparently the sling loop came off of hanger bar. Both staff members stated that the loops were checked before transfer was attempted. Lift was taken out of service until it could be checked out by distributor. Nothing was found wrong with the hanger assembly upon the inservice on (B)(6) 2007.

Manufacturer narrative:
In service lift on (B)(6) 2007 nothing was found wrong with hanger assemblies at this time. Inspection also done at that time. Distributor states that if sling loops were attached properly he didn't know how they would become unhooked.